Event description:
The event involved a primary plum set, 4 clave multiport connector, and it was reported that an extension line was connected with a spiros at the clave for access to channel b, but the medication did not flow. They removed the spiros and observed that the clave's silicone was displaced downward, leading to cytostatic reflux. They had to place a microclave to prevent cytostatic drops from leaking from the malfunctioning clave; otherwise, it would drip. There was patient involvement, and no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.